Event description:
(B)(6) # (B)(4) which replaced fx biotronik linox smart (B)(6) on (B)(6) 2025. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).